Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter product ID 8785 lot# hg58pjh implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter updated analysis: analysis identified twisting in the catheter. Analysis identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter. Product ID 8785 lot# hg58pjh implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-feb-2024, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(6), ubd: 22-apr-2023, UDI#: (B)(4). H3: 8780 catheter: analysis identified twisting in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal gablofen 1000 mcg/ml at 50 mcg via an implantable pump. It was reported that the patient was scheduled for a replacement pump and when removing the pump, the doctor saw that the pump segment was coiled and did not see any cerebrospinal fluid (csf). The doctor then went and investigated the spine segment and it was coiled too. The doctor then replaced with 8784 and was able to aspirate csf. The patient reported no signs or symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting steps were taken. The issue was resolved at the time of the report.